Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Meter and test strips involved in incident were returned and evaluated and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Patient's nurse stated that the patient woke up in the morning to take his blood glucose reading. He tested on the prime meter and received 321 while fasting. He did not have any medication, food, or beverages two hours prior. She didn't think the 321 was accurate so she tested on a different meter two minutes later. The other meter read 91. She felt the other meter gave him a more accurate reading than the prime. He doesn't have any control solution. I verified that the patient stores his meter and strips inside a medicine cabinet that is in a closet. The strips were opened on monday, (B)(6) 2016. He changes his lancets every time he tests. He doesn't have trouble getting a blood sample, and he is not receiving any oxygen therapy. I also spoke to the patient to verify information. There was no treatment given to the patient based on the reading of 321. The nurse stated that the patient's outcome was fine. He also did not have any symptoms to match the reading of 321mg. Customer wants a refund. Refund was provided. Explained the refund process and time frame. Sending a pre-paid return label via usps so customer can return meter and test strips for evaluation. Technique and storage ok. Controls not used.